Event description:
This report was received from (B)(4) and is a spontaneous report from a nurse in the (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unknown date, the patient experienced possible fluid overload and was hospitalized. On (B)(6) 2012, the patient was discharged from the hospital for the event possible fluid overload and was readmitted after twelve hours (admitting diagnosis unknown). On an unknown date, the patient experienced peritonitis. Treatment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h09050 and h11h31070 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.